Event description:
It was reported that the pump has error 41786. The event occurred during upon startup during preventive and maintenance inspection process. There was no patient involvement or harm. This malfunction would likely to cause interruption of therapy.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.